Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068-52 lead, (B)(6) 1998. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was found to have high thresholds with r-wave undersensing. The rv lead was capped and remains out of service inside the patient. A new rv lead was implanted successfully. No patient complications have been reported as a result of this event.